Event description:
Additional information received reported there was no apparent cause of the motor stall seen in the logs. The patient reportedly had had better response to the therapy at some times than others but there was no correlation to his log evidence of the motor stall. It was also reported while the rotor study was being done the fluoroscopy technician moved the machine which changed the view of the pump. It was noted since the rotor moved the physician was satisfied with the study and did not repeat it. Since the patient¿s surgery he was ¿fine¿ and had ¿good control of his spasticity.¿

Event description:
The patient experienced decreased efficacy over the last several months. The patient was due for a pump refill in (B)(6) 2012 but the refill procedure was held pending a catheter replacement. A catheter study was performed; the hcp could not aspirate. The pump and catheter were replaced. A catheter occlusion was noted as the reason for catheter removal. A rotor study was performed in the operating room but was not viewed live using flouroscopy; it was noted the "flouro unit moved during study". It was noted the rotor moved less than or equal to 60 degrees. It was noted there was no patient injury. The patient outcome was reported as recovered without sequela. The pump was delivering lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): analysis of the pump found no anomaly. The pump passed all non-destructive lab testing. Analysis of the catheter found no significant anomaly. The catheter body had dried drug, blood, or foreign material occlusion. The catheter was partially occluded, but was able to break loose during the patency testing. (B)(4).